Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. If the device is received, a follow-up report will be submitted. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported missing connector pins. The pump and the docking station were returned from an unspecified nursing ward to the engineering department with a report that the pump alarmed for a low battery alarm. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. This is not a reportable malfunction. It was reported that the pump battery was changed and the pump passed testing. However, during testing at the user facility, it was noted that 2 connector pins on the docking station were missing. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.